Event description:
It was observed that during the device evaluation, the video system center exhibited a scope communication error (b30) due to a faulty circuit board, and a frozen image was also found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the scope communication error (b30) was a faulty circuit board, and the cause of the frozen image was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.